Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was not able to retrieve an electromyography from a loop recorder, receiving an error message each time. It is possible exposure to a magnetic resonance imaging scan may have caused code corruption. No patient symptoms reported. Device replacement was recommended. No further information is available.

Manufacturer narrative:
Review of the device image indicated the device entered bvvi due to a power-on reset (por). The reset was due to low battery voltage. The device was tested on the bench and using automated testing equipment and high current was observed. The cause of the excess current drain could not be determined.

Event description:
New information received states the device was explanted and replaced. No further information is available.